Manufacturer narrative:
(B)(4). Batch # p91z5r. The analysis results of the el5ml device found that it was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling, the ratchet pawl spring was found to be out of position; this condition caused the lockout failure. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, the clip was not deployed after the first firing. It was found the device was initially loaded with only one clip out of 15 clips. Another device was used to complete the case. There were no adverse consequences to the patient.